Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a polarmap was selected for a atrial fibrillation myocardial ablation procedure. During unpacking of the device a small dust-like foreign material was found on the upper part of the inner bag when the external appearance was checked upon opening. The catheter was replaced and the procedure was completed. No patient complications were reported.

Event description:
It was reported that a polarmap was selected for a atrial fibrillation myocardial ablation procedure. During unpacking of the device a small dust-like foreign material was found on the upper part of the inner bag when the external appearance was checked upon opening. The catheter was replaced and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Visual inspection of the device showed what appeared to be some flake of material in the packaging. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications.